Manufacturer narrative:
Ni

Event description:
Report received indicated that when the package was opened, the device's red- locking pin was loose in the package. The package was received intact and product was stored according to labeling instructions. The product was not used in the patient and no other information was available. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.